Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55-year-old female patient underwent a primary breast augmentation surgery with a 400cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On july 13, 2023, mentor received additional information. Patient race added as white. Patient ethnicity added as not hispanic/latino. Mentor became aware that the patient experienced bilateral baker grade iii capsular contracture. As such a new file was generated to document the patient's left breast complication. Refer to manufacturing report number 1645337-2023-08850 for the contralateral event. On july 27, 2023, mentor became aware that information was inadvertently omitted in the previous supplemental report. Manufacturer¿s reference number: (B)(4), in the previous report, h10 should have included the following statement: reason for device explant and/or reoperation: capsular contracture.

Manufacturer narrative:
On july 31, 2023, mentor received the device for evaluation. On august 02, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 09, 2023, mentor became aware that information was inadvertently omitted from the previous supplemental report. The patient's prosthesis was replaced with a 300cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2023, mentor received additional information. The patient's prosthesis was identified as the right device, a 450cc mentor memorygel breast implant. The following fields were updated: lot number: 7518033. Catalog :3504504bc. Expiration date was updated to 10/18/2022. Serial number: (B)(6). UDI: (B)(4). Device manufacture date: 10/19/2017. Mentor became aware that the patient underwent removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the provided lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).